Manufacturer narrative:
Health effect- impact code: f2203. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red encapsulation observed on the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii, seroma-late and lump/nodule-ndr. Device has been explanted.

Event description:
Physician reported a right side capsular contracture, baker grade iii. Later, diagnostic reports mentioned "in the declivity portions on the right, there is a liquid stratum of approximately 13x8mm" and ¿corpus mammae of fibroghiandular type distributed bilaterally mostly at the super external and infero external quadrants¿. An ultrasound and mammography were performed. Device has been explanted.